Event description:
It was reported that the Deep Brain Stimulation (DBS) patient underwent replacement of the Implantable Pulse Generator (IPG) after the device reached the Elective Replacement Indicator (ERI) approximately one year after implant. The patient's stimulation settings were confirmed to be associated with high power consumption. However, the occurrence of the ERI at this time was considered earlier than expected. The patient's stimulation therapy was not interrupted, and therapy continued as intended following the replacement procedure.

Manufacturer narrative:
Block B3: Approximation: ERI was noticed on June 10th.Block D2b: Additional applicable Product Code: NHL.